Event description:
Reporter indicated that pt was diagnosed with vocal cord paralysis post vns implant surgery and cannot speak above a whisper, but is not experiencing any trouble swallowing. Treating ent physician reportedly indicated that only one vocal cord is paralyzed and that the other is compensating just fine. The ent reportedly believes that the paralysis will heal on its own without surgical intervention. Stimulation had not yet been initiated. Report is incomplete because device tracking info was not forwarded to manufacturer after implant surgery. Additionaly, no response has been received to manufacturer's request for additional info from treating neurologist.

Event description:
Further follow-up revealed that the patient's voice has not improved. The device output has been increased.